Manufacturer narrative:
The reported event of a cannulated screw asnis iii ø4.0 breakage after surgery could not be confirmed, since the device was not returned for evaluation. Based on the information provided, it appears that in (B)(6) 2014 a 65-mm, 4.0 cannulated stryker screw and two staples were implanted in the big toe on your left foot. These devices were implanted after removal of a previously implanted screw, which was not manufactured by stryker. In (B)(6) 2014, after the patient complained of irritation, an x-ray indicated that the screw had broken. The broken screw was then removed on (B)(6) 2014. The documents provided to date, do not include product specific information to identify the lot number of the stryker cannulated screw. In addition, the affected device has not been returned so a physical examination of the affected device was not possible. Photographs of an explanted screw were provided, however, the screw in the photographs is not a stryker product. It appears instead, to be the screw that was removed in (B)(6) 2014. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Based on the information currently available there is no indication of any material, manufacturing or design related problems. Without more detailed information regarding the products and/or the ability to physically examine the products, it is not possible to determine the root cause of the reported event. If any further information is provided, the investigation report will be updated.

Event description:
Patient complained of pain in left foot. Doctor found by x-ray that a screw was broken.

Event description:
Patient complained of pain in left foot. Doctor found by x-ray that a screw was broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.